Event description:
It was reported through the filling of a law suit that allegedly device was negligently installed in plaintiffs leg on or after 2001 requiring revision 4 months later. It is further alleged that the "thin part" of the broad plate had a crack with a slight bend at the end. Additionally, it is alleged that the "plate coupler" has a crack of approximately 1/2" long.